Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the y-connector of the balloon catheter was broken. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Smart chip verification showed that the catheter was not used. Visual inspection of the balloon catheter showed that the push button luer was broken. In conclusion, the reported broken luer was confirmed through testing. The catheter failed the return inspection due to a broken push button luer. If information is provided in the future, a supplemental report will be issued.